Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced soma site inflammation treated with unknown systemic antibiotic(s). The status of the device is unknown.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site inflammation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b2, b5, b6, b7, d.6a, h6.

Event description:
It was later reported that the last known peg placement date was on (B)(6) 2016. The patient was treated with a five-day course of unknown intravenous antibiotic(s) for five days. The patient remains hospitalized. The device has been explanted and replaced.